Manufacturer narrative:
(B)(4) . Device evaluated by MFR: synergy, ous, mr 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the 5th most proximal stent strut row; struts lifted from stent profile and pulled in a distal direction. The undamaged stent outer diameter was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noticed that the stent portion was lifted. The procedure was completed with a different device. No patient complications were reported.